Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged seeing particles. The patient alleged ear and sinus infections. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged seeing particles. The patient alleged ear and sinus infections. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and observed there is unknown dust/dirt contamination present on all surfaces of the base unit and humidifier. The device did not return with an sd card or filter, humidifier did not return with a water tank. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. There is a mold-like growth present on lip gasket of humidifier. An internal visual inspection of the device was completed by the manufacturer and observed there is unknown debris in the tracks of the ui panel. Pil notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. There is unknown debris/dust/dirt/fibers present within humidifier base. The device's event logs were downloaded and reviewed by manufacturer and observed secondary findings are a keratin-like substance was observed around the blower box outlet. The manufacturer powered up the device and confirmed airflow. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Section h6 were updated in this report.